Manufacturer narrative:
On 2/26/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 2/26/2019, mentor became aware that the correct suspect medical device and concomitant were the following: 175cc mentor memorygel breast implant catalog: 3501754bc lot: 243233 sn: (B)(4). Concomitant products: 150cc mentor memorygel breast implant catalog: lot: 2848575 sn: (B)(4) mentor also became aware that the patient underwent bilateral removal and replacement with the following: (right) 200cc mentor memorygel breast implant catalog: 3502004bc lot: 7295831 sn: (B)(4) and (left) 175cc mentor memorygel breast implant catalog: 3501754bc lot: 7493768 sn: (B)(4) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt the device contained no gel. No foreign material was observed within the device and gel was observed on the shell surface. During examination the device was severely rented. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Since the second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/9/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through an ultrasound. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 7/3/2019, the product investigation was completed. Device investigation summary: device evaluation and investigation findings: upon receipt the device contained no gel. No foreign material was observed within the device and gel was observed on the shell surface. During examination the device was severely rented. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. Potential cause: the complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture complaint was confirmed. Since the second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).